Event description:
Reporting status: death. Reporting rationale: cardiac arrest; subsequent pt death. Device issue: no device malfunction has been reported. It was reported via a trial that the pt presented to the emergency department (ER) in cardiac arrest. CPR had been started in the field and continued upon arrival to the emergency department. After multiple CPR attempts and administration of medications, pt expired. No add'l event or pt info was available.